Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The triclip clip delivery system (tcds) was retracted into the triclip steerable guide catheter (tsgc). However, the tsgc was accidentally retracted into the inferior vena cava (ivc). The tcds was removed without issues. However, the tsgc needed to be placed into the right atrium (ra), but because the dilator had dropped on the floor and that the dilator was needed to safely advance the system into the ra, the tscg was removed from the patient. There were no device issues with the tsgc. A new tsgc was used to continue the procedure. To stabilize the slda clip, another triclip xtw was implanted. An additional triclip xtw was then successfully implanted. The procedure was completed with three clips implanted, reducing the tr to a grade of 3. There was no clinically significant delay in the procedure.